Event description:
It was reported that the patient presented for clinical follow-up. Upon review, ventricular over-sensed noise was noted. It was also noted that the atrial lead had a history of noise. No intervention was reported. The patient condition was unknown.